Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks while working on a bicycle. The physician confirmed via interrogation, two shocks due to noise and system oversensing. Technical svs reviewed device info providing root cause analysis, troubleshooting recommendations, along with programming options. To date, system reprogramming has been performed to further mitigate oversensing during postural changes. The device remains implanted and in service.